Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge jumped from 60% to 95% while disconnected from a power source. The customer's blood glucose was 314 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injections available.